Event description:
The pt was seen for programming in 2003 because the therapist reported that the pt was not hearing well. During that visit, the clinican noticed 5 electrodes were reading 'hi'. These electrodes were deactivated and the pt began to perform well again. In july the clinican was contacted again because the pt was not hearing. Telemetry that all but 2 had readings of 'hi'